Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation summary: it was reported that the filter needle was missing the filter membrane, which was blocked by a transparent foreign matter. To aid in the investigation one photo was provided for evaluation by our quality team. The photo shows the top view of two needle hubs out of the packaging blisters. One needle hub has the filter and the other one doesn't have the filter. A device history record review was completed for provided material number 305200, lot number 8296773. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd nokor¿ filter needle was blocked by transparent, foreign matter during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "according to the customer's feedback, one filter needle was found to be unable to extract the liquid during the use process. After investigation and testing, it was found that the filter needle was missing the filter membrane, which was blocked by a transparent foreign matter."